Event description:
Patient reported on (B)(6) 2015 that she had a stoma site infection. It was diagnosed by her doctor on (B)(6) 2015. Her stoma site was red and oozing. She was started on a ten day course of the oral antibiotic cephalexin 500mg twice per day. Her stoma site redness and oozing are improved. No cultures were done. Patient's peg/j was placed on (B)(6) 2015.

Manufacturer narrative:
Abbvie (B)(4) record number (B)(4). Additional information: treatment information received.

Event description:
On 06-aug-2015, additional information was received that the physician started the patient on other round of cephalexin 500 mg for her stoma site infection, which the patient had already reported. This information was confirmed by the patient on (B)(6) 2015 that they started taking the second round of cephalexin 500mg on (B)(6) 2015 for 10 days. The patient stated that the stoma site still little infected and there is redness.

Manufacturer narrative:
Abbvie soltraqs record number (B)(4). The batch record review did not identify any probable or root causes that would contribute to the patient¿s conditions. No corrective or preventive actions have been identified at this time. There is no impact to either of these lots as a result of this batch record review. The batch records were reviewed, and no non-conformances or deviations were identified. Peristomal site infections are an expected complication of a peg placement. A return sample evaluation was not performed because tubing remains implanted.